Manufacturer narrative:
The top housing was observed to be cracked, however, this damage did not affect the device's ability to deliver insulin. Dents were also observed on the top and bottom housing. Upon opening the device, the reservoir cap, mechanism rails and ratchet gear were also observed to be dented; these damages lined up with the dents on the top and bottom housing, indicating post use damages. The timing and cause of the crack and post use damages could not be determined. The soft cannula was found to be kinked and an internal leak was observed along the fluid path of the cannula assembly. During the leak test, fluid did not exit the distal tip of the soft cannula and instead diverted and exited through a tear on the unexposed portion of the soft cannula. The batteries were corroded and depleted due to the leak inside the device. The internal leak affected the device's ability to deliver insulin. The data was unable to be extracted from the device after multiple download attempts.

Event description:
It was reported the patient's blood glucose level rose to 337 mg/dl while wearing the pod between 4 and 24 hours at the infusion site (arm). As treatment, a bolus was administered and the dexcom device was changed. It was also reported that the pod alarmed during a communication error and that the cannula was bent due to the pod being hit with a hammer. The patient's blood glucose and insulin history are as follows: (B)(6).